Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay nbs plus device. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. (B)(4)

Event description:
"(B)(6) 2017; 2 days before cardiac surgeon tried to extent the previous frozen elephant trunk with a relay [?] But they we are not able to access inside previous prosthesis_(they tried brachial access, femoral access, axillar access). On (B)(6) 2017 ; surgeons and a coronary interventional specialist were near 5 hours trying to go with a long guidewire (terumo, [?]) Inside lumen of the previous frozen elephant trunk . They tried brachial access, femoral access, subclavian access.) Finally they tried again the left femoral access and they achieved it !! They did a change of guidewire (using a catheter) and open a cook dc super stiff 0.035" (it was a new one). They prepared correctly the nbs plus and they start to progress the d. System using the cook guidewire . In that moment they felt very difficult to progress the d.s. (They did more than normal strength). I suggested 3 times to stop and reject that nbs unit or change that cook guidewire. But, unfortunately, if the tried to go back with the d. S, the guidewire went out with the system. They felt easier to progress to up in the femoral and abdominal aorta[?] Than go down. So, they continued with the implant (applying a lot of strength) and they were able to delivery the endoprosthesis correctly. (Overlap about 5-6 cm inside evita end). After step 4, they used lot of strength to take out the d. S. (Without loosing the guidewire) . They did it. Then they changed the guidewire and they implanted normally a second relay till 4cm above celiac trunk . Minimum strength was needed that time[?] In final angiographic control big amount of thrombus was detected. They implanted an e-xl stent distally." Patient outcome: "left iliac art. Thrombosed. They did endarterectomy . They improved patency and solved the problem. A day later a new CT was performance. A lot of thrombus debris was detected in abdominal aorta, iliac arteries, renals, (B)(6) 2017. The patient ´s functions are good . Renal function is ok. Cerebral function is ok. She seems to be in perfect state"